Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the stent was returned deployed and damaged. The introducer sheath was flushed and was intact and the distal tip of the sdw was damaged. During the functional inspection the subject stent was deployed and damaged. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The patients anatomy was severely tortuous which may have contributed to the event. It was found that the stent delivery wire was kinked and bent and the stent was deformed. The as reported complaint of subject stent difficult and unable to pullback through the catheter and deployment prematurely during the procedure as well as the as analyzed stent delivery wire kinked and bent, the stent deformed and deployment prematurely during the procedure will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure for a left va pica wide-necked aneurysm of a height of 4.7mm, width of 4.1mm, and neck width of 4.2mm, physician used guidewire and microcatheter to super select to the aneurysm. The physician then used another microcatheter and guidewire to be placed at the left va pica. The subject stent was then delivered from the right va vertebrobasilar junction, but was noted to have rising tension when delivering the subject stent. Physician then noted that the tip of the stent had opened at the left va unexpectedly and could not be used. Physician placed the microcatheter again and replaced stent with a similar device. The procedure was completed successfully and no clinical consequences were noted to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure for a left va pica wide-necked aneurysm of a height of 4.7mm, width of 4.1mm, and neck width of 4.2mm, physician used guidewire and microcatheter to super select to the aneurysm. The physician then used another microcatheter and guidewire to be placed at the left va pica. The subject stent was then delivered from the right va vertebrobasilar junction, but was noted to have rising tension when delivering the subject stent. Physician then noted that the tip of the stent had opened at the left va unexpectedly and could not be used. Physician placed the microcatheter again and replaced stent with a similar device. The procedure was completed successfully and no clinical consequences were noted to the patient.